Event description:
(B)(4). Same case as MDR#2134265-2012-04724, 2134265-2012-04725 and 2134265-2012-05410. Same patient as MDR#2134265-2012-05981, 2134265-2012-05982 and 2134265-2012-05959. It was reported that post a stenting treatment procedure, in-stent restenosis occurred. In (B)(6) 2011, the patient presented with unstable angina and cardiac catheterization was recommended. The 25% stenosed target lesion was located in the proximal portion of the previously placed 3.0 x 20 mm promus element stent in the mid left anterior descending artery (lad). A 1.5 x 15mm apex balloon was introduced and caused a dissection during angioplasty. A thrombus developed and was treated with thrombus aspiration. The 3.0 x 12mm promus element was introduced and implanted in the lad overlapping the distal end of the 3.0 x 20 mm promus element stent. In (B)(6) 2011, the patient presented with angina pectoris and was hospitalized. Six days later, the event was considered "recovering/resolving" and the patient was discharged. In (B)(6) 2011, the patient presented with unstable angina. The physician observed 99% focal in-stent restenosis of the 3.0 x 20 mm promus element and in-stent restenosis in the 3.0 x 12 mm promus element in the lad. The in-stent restenosis was treated with a 3.0/10 mm flextome cutting balloon with 25% residual stenosis. Coronary artery bypass graft surgery was performed to treat the first diagonal occlusion. The patient was discharged fourteen days later on aspirin.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).